Event description:
It was reported that since the change in the design of the dilator, tracheostomies have developed significant leaks in the days after insertion, necessitating a return to theatre for surgical tracheostomy insertion. In one specific case there was a concern that the tracheostomy had injured the anterior tracheal wall at insertion and had created a false passage. There was patient involvement.

Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number information was provided.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.